Event description:
Patient stated that her v-go fell off from her back of her arm on (B)(6) 2019. Patient said that this is not the first time the v-go fell off. Patient stated that she sweats a lot. Patient didn't recall how long she was wearing the v-go before it fell off.